Event description:
A customer contacted baxter's technical service center regarding a system error (s/e) 2240 (indicating air) that appeared on the home choice (hc) unit. This event occurred during patient use during dwell 3/5. The home patient (hp) was connected at the time of the alarm and did not disconnect. The technical service representative (tsr) explained the alarms and advised the hp to discard all supplies and to report alarms to the peritoneal dialysis (pd) nurse the next morning. The hp would finish that night's therapy manually. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was unknown. If additional information becomes available, then a follow up MDR will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).